Event description:
It was reported via a journal article, glaucoma vol. 22, number 8, october/november 2013 (case 3), that six weeks after surgery, for progressive glaucoma, a patient presented with flat anterior chamber with iris-cornea contact, hypotony, and choroidal detachment. A minimal leak near the scleral patch was discovered. The patient had additional intervention whereby the baerveldt shunt was removed and replaced with a shunt manufactured by another company. Further, it was stated that the original implant surgery had to be revised three days later with additional sutures and application of tisseel tissue glue because of a recurring leak. During surgical dissection of the implant, a layer of glistening tissue was found along the tube's tract and underneath the plate. Both sites were biopsied and histologic examination revealed squamous mucosa with cicatricial fibrosis. The date of implant, the date of event (explant), and serial number of the shunt were not provided. Further, it was indicated that the event was not related to the design or quality of the shunt. No further information was provided.

Manufacturer narrative:
(B)(4) all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.